Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Formal claim: patient underwent corail cementless hip replacement in (B)(6) 2008. It subsequently subsided and became loose, and had to be revised in (B)(6) 2010. The femoral component used in (B)(6) 2008 was a size 10; the femoral component used in (B)(6) 2010 was a size 12. Solicitor expert has recently carried out templating on the pre-2008 operation x-rays, and has found that the correct implant size would have been a 12.

Manufacturer narrative:
A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).